Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. During the internal inspection found the rs232 cable was disconnected from the communication interface board, and a loose screw was also found inside. All screws were present and all components were secured. There were no other visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short of the transformer on the inverter board.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler touch screen went blank during an unknown phase and cycle of treatment. Patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was unable to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.